Manufacturer narrative:
As reported, fourteen (14) months post implant of the 3dmax light mesh the patient developed an abscess, and perforation of the sigmoid colon forming a fistula. As such the patient underwent, mesh removal and resection of the sigmoid colon. Based on the information provided, no conclusions can be made as to the degree to which the device used in the procedure may have caused or contributed to the postoperative complications. The instructions-for-use supplied with the device lists fistula as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd."

Event description:
As reported, the patient underwent transabdominal preperitoneal (tapp) procedure with the implant of 3dmax light mesh. Reportedly fourteen (14) months post implant an abscess had formed, and the mesh limbus (border) had perforated the sigmoid colon forming a fistula. It was reported that the mesh was removed, and resection of the sigmoid colon was performed. Since surgery, there was no infection and no hernia recurrence.